Event description:
A covidien sales representative reported a device where it was alleged that smoke was observed after switching on the device. No pt involved, this failure occurred at first use during a demonstration.

Manufacturer narrative:
Covidien isolated the failure to a capacitor on the power supply pcba. The alleged report of smoke is not from a heat source, but from a failed capacitor. (B)(4).